Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca). During deployment of the unspecified xience stent implant, a vessel dissection was noted, which was treated with deployment of an unspecified stent implant. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the electronic xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to the operational context of the procedure.